Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 556 mg/dl and diabetic ketoacidosis. The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as contact was unable to perform a system check with tandem technical support as pump was not available. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, saline, and fluids. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. Multiple contact attempts were made by tandem technical support to perform a system check; however, no response was received from the customer.